Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 lead implanted (B)(6) 2014. (B)(4).